Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, the bravo capsule detached early. There was no harm to the patient and it is not known if a repeat procedure will be performed. The device is not expected to be returned for investigation.